Event description:
It was reported that the vns patient¿s device was tested on (B)(6) 2014 and diagnostic results showed an unknown message. The patient¿s device was tested again on (B)(6) 2014 and diagnostic results showed high impedance (dc dc ¿ 7). The patient¿s device was subsequently disabled. X-rays were provided to the manufacturer for review. The electrodes appeared to be placed in normal arrangement. Based on the images provided, the cause of the high lead impedance remains unknown. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.